Event description:
Reportedly, as the operator was rotating the c-arm and the table, the cable harness to the c-arm allegedly caught on a grounding post on the rear of the equipment cabinet and the tension on the cable caused the support arm to be torn off and fall into the pt area of the table. Reportedly, no pt was on the table at the time of the event. No injuries were reported to any personnel in the room at the time.